Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on-site by a non baxter technician. The on-site technician identified that the dialysis fluid tubes connection with the machine was worn and aged thus no longer properly sealing. Photographs and a video were also provided for evaluation. Visual inspection of the photos and video showed a leak from the connection of the red dialyzer tube with the machine. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the worn connection and the dialysis tubes were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the dialysis fluid tube of an ak 98 machine. This occurred about ten minutes into the self-check process. The tube connection was said to be "worn and aged and could not be sealed". The connection part was replaced and the self-check passed. There was no patient involvement. No additional information was available.